Manufacturer narrative:
The reported complaint was not confirmed. During the laboratory evaluation, the red level sensor functioned as designed with no failures during evaluation. The product surveillance technician (pst) observed no damage to the cable or connector. The level sensor surface was clean with no damage as well. The pst manipulated the entire device under test (dut) cable length, the connector and the sensor attachment to the reservoir simulator, with no false alarms being observed. No further testing was performed. Diligence attempts were unsuccessful to get the script answers therefore it is unknown how the customer applies level sensor to the reservoir. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00312.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the red level sensor when plugged in, did not work. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.